Event description:
It was reported that the tip of an asahi caravel microcatheter had detached during a percutaneous coronary intervention (pci) to treat a heavily calcified 90% stenosis in the left circumflex artery (lcx). After an asahi sion blue guide wire cross the lesion, the microcatheter was delivered for exchange to a rotawire. When the microcatheter was removed from the patient, its tip was found detached. A non-asahi guide plus microcatheter was delivered to remove the rotawire. Rotawire and guide plus were removed together. The separated tip of caravel was remaining on rotawire. A new rotawire was delivered to cross the lesion and rotablation was performed. The pci was successfully completed without adverse patient effects.

Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter and concomitant rotawire were returned for evaluation. Tip separation was confirmed on the returned microcatheter; the separated tip was confirmed on the concomitant guide wire. The torn end of the tip was crushed and deformed into an oval shape. A trace of ductile tearing by tensile stress was observed on the tip surface as well as on the inner jacket. The separated tip was found at approximately 20mm distal to the tip of the concomitant guide wire. The torn end of the separated tip was also crushed and characteristics of ductile tearing were observed. Tip tearing occurred at approximately 2mm proximal to the very distal end of the tip that was the junction of the polymer segment and polymer-and-braid segment. There was no noticeable damage such as fracture observed on the concomitant guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tearing of the caravel tip. The tip was assumed to be crushed when it passed through the calcified stenosis and therefore become stuck on the concomitant guide wire. When the catheter was removed, tensile stress generated with removal made the tip become stretched and eventually torn off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.